Manufacturer narrative:
Correction to h6 investigation conclusion from 4315 to 11. The sample is being sent to the vendor for evaluation. This investigation is on going. Related reports: 0001920664-2023-70097, 0001920664-2023-70098.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the IV spike, drip chamber and a small section of the tubing has been cut off and was not returned. The tubing is dirty with fluid in the lines. A full functional test could not be performed due to the cut tubing. A partial test was performed using a stellaris elite system. The remaining fluid did flow through the tubing and out into the collection cassette indicating the returned piece of tubing and the cassette are not blocked. In addition, the air infusion line was tested and confirmed that the returned section of the air infusion line is not blocked. Manufacturing and sterilization records were reviewed and found to be acceptable. The IV spike, drip chamber and the missing piece of tubing could not be tested for blockages as they were not returned. There is an ongoing investigation with the manufacturer of the tubing associated with this disposable pack (tubing part #107004337 - lots 3006797, 3007070, 3007071). The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined. No corrective action required. Related reports: 0001920664-2023-70097, 0001920664-2023-70098.

Manufacturer narrative:
The vendor''s visual exam of the returned product found no defects. In-line leak testing was performed and the tubeset passed. The root cause cannot be determined. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Related reports: 0001920664-2023-70097, 0001920664-2023-70098.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. There is an ongoing investigation with manufacturer of the tubing associated with this disposable pack (tubing part #107004337 - lots 3006797, 3007070, 3007071). Investigation is ongoing. Related reports: 0001920664-2023-70097, 0001920664-2023-70098.

Event description:
A user facility in france reported that the chamber collapsed during irrigation and aspiration. The irrigation stopped working after entering the eye. The procedure was delayed and ultimately completed two days later. The patient outcome is fine.